Event description:
It was reported that during an a-fib procedure, error 8 appeared and all bs ECG's were lost. After rebooting the piu, the lasso catheter began rapidly pacing the la on its own, no stim routing on either carto 3 or bard recording systems. This pacing put the patient into afib, which quickly resolved on its own. Replacing the lasso cable and the lasso catheter did not resolve the issue. The customer disconnected and reconnected the lasso catheter from piu and pacing resumed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. The manufacturer ref # (B)(4) are related to the same event.

Manufacturer narrative:
(B)(4). The clinical account specialist stated that this issue was an isolated concern and the system is fully functional and the customer declined service therefore the issue could not be duplicated. Also the secondary monitor had lack of display issue that required several reboots to resolve; when dvi fo cable was jiggled they lost color to monitor. The device history record (DHR) was reviewed and no anomalies were found regarding this issue.